Event description:
A caller reported an issue with a cgm error labeled as error 42. The error did not adversely impact the customer's blood glucose level, as no impact was reported. Technical support provided a complete pump reset procedure and guided the caller through it, successfully resolving the issue as the cgm error code did not reappear and the caller successfully started their sensor session.